Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent pelvic floor repair on (B)(6) 2010 and mesh was implanted. There was no abnormal issue at that time and the patient was discharged. The patient experienced urinary incontinence several months post-operatively and returned to the hospital many times to check but the symptoms didn't improve. During 4 years, the patient sought medical advice and symptoms worsened. On (B)(6) 2015, the patient was diagnosed with urethral calculus and cystic calculus. On (B)(6) 2015, the patient underwent lithotripsy of ureter and bladder. It was reported during lithotripsy of ureter and bladder the surgeon opined that bladder was sewn in past surgery. It was reported that the patient suspected bladder erosion by mesh led to urinary incontinence. The current patient status is stable.